Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: sep 23, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a tibial proximal intra-articular fracture, the drill sleeve was broke at the connecting area. It was confirmed no fragments were retained in the patient. The surgery was completed successfully and without patient harm. There was a surgical delay; however, the duration of the delay is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: received one lcp drill sleeve 5 f/drill bit ø4.3, part 323.042, for manufacturing investigation. The article is in a used condition. The conical thread is partially broken off. During manufacturing investigation all relevant and significant dimensional characteristics from lcp drill sleeve 5 f/drill bit ø4.3 were measured. All checked characteristics are within the specifications. There are no references to the reported issue that a product failure caused the breakage. It is likely that mishandling was leading to the breakage of the conical thread. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.